Event description:
Caller reported that a malfunction occurred on the pump with a malfunction code of malf 3, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as a backup therapy until the replacement pump was received. Customer technical support (cts) confirmed the shipping address and sent a replacement pump, advising the caller to return the faulty pump within 10 days using a pre-paid ups label. The caller understood all instructions and acknowledged them.